Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call cannula anomaly. Customer's blood glucose level was unknown. Customer advised when they removed the sensor the cannula was cut.